Manufacturer narrative:
A maquet field service engineer (fse) was dispatched to investigate the reported event. The fse reported that the ventilator generated technical error codes indicating software, ventilation and internal communication failure, and also failed a safety valve sub-test during the pre-use checks tests. The fse replaced three pc boards and a nozzle unit, resolving all issues. No parts were returned for investigation, but logs were. Evaluation of the returned logs confirmed the reported error codes and test failure. Based on the fse's report it is our conclusion that the root cause of this failure was the ventilator being exposed to water from a broken ceiling pipe. Liquid on printed circuit boards may short-circuit components and lead to generation of various technical alarms.

Event description:
It was reported that a ventilator was soaked due to a broken ceiling pipe. There was no patient involvement reported. (B)(4).